Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. The device history record of batch number 74b1802102 that belong to catalog number 1885 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. However material from the production line was verified and no issues were found that can lead this customer complaint. If the sample becomes available this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint states the nurse "put the nebulization medicine into the small volume nebulizers, then connected to the oxygen , it was found no mist came out from the small volume nebulizers during function testing (continued) prior to use on patient." There was no report of patient harm or consequence.